Manufacturer narrative:
The device will not be returned. Additional information was requested and if received will be provided on a supplemental report.

Event description:
Doctor informed me that the 3.2x150 k-wires used for the pelvic restractors left metal shavings.